Event description:
It was reported that the patient had multiple "broken catheters" in the past. The pump was delivering fentanyl, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient had five catheters break off in their spine. The patient contracted bacterial meningitis in 2009 from ¿going in and taking them out.¿ it was reported that a granuloma was encountered during the surgery to remove the catheters.

Event description:
Additional information received from the healthcare provider indicated that patient had an infection at the device pocket with symptoms of fever, redness, pain, meningeal signs/symptoms, tachycardia; date of onset was (B)(6) 2010. Patient was started on IV and oral antibiotics; pump and catheter were replaced. Infection was noted as resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the infection was questionable if it caused the spinal fluid to leak, after the pump and catheter repair. The patient experienced increased pain and headache and was hospitalized. The patient outcome was indicated as ¿no injury.¿